Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02039. (B)(4).

Event description:
It was reported that two tibial articular surface provisionals fractured during disassembly and decontamination. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Upon further assessment, this product will be reported under 0001822565-2018-00771.